Event description:
It was reported that during an unknown procedure, the release button did not open but after three times gripping the firing lever it opened. Another device was used to complete the case. There were no adverse patient consequences reported.

Manufacturer narrative:
Damaged shrouds. Evaluation summary: the analysis results found that one device was returned with the indicator disks broken, rotating nozzles damaged, handles open and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could reached as to how the shroud, nozzle, and indicator disk became damaged; the complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.